Manufacturer narrative:
Rti/tmi will conduct an investigation of the product history record for bovine pericardium membranes for the lot, including packaging production records, environmental monitoring, distribution information, related complaint associated to the lot.

Event description:
It was reported that the patient underwent a dental procedure on (B)(6) 2014 and (B)(6) 2015, with implantation of bovine copios membrane, bovine copios particles and human spongiosa partikel. Dentist reported non-integration and persistent facial swelling and edema for months. Explantation date: (B)(6) 2017 (tooth location: 26).